Event description:
Pt underwent ICD insertion on 1/3/06. During ICD interrogation the following day it was noted to have abnormal over-sensing in the ventricular sense pace lead. After further evaluation, pt returned to o.r., old ICD removed and new ICD implanted.